Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals that last 1-3 hours.at the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.